Event description:
It was reported that the pump's downstream occlusion (dso) sensor was broken. There was unknown patient involvement and unknown signs or symptoms experienced.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a cracked downstream occlusion (dso) seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, and the pump passed all functional tests and performed as intended after repair.